Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture threshold resulting in syncope. Rv lead was programmed bipolar prior to rise in threshold, so when threshold rose, patient had an episode of syncope. Physician programmed patient to unipolar. A new lead was successfully implanted. No additional adverse patient effects were reported.